Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. A DHR was not performed, as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported complaint is unable to be performed.

Event description:
It was reported that a 25mm pericardial valve in pulmonary position was disabled via a valve-in-valve procedure after an implant duration of 7 years, 2 months due to unknown reasons. A 23mm transcatheter valve was implanted successfully.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.